Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. It was reported that the was sheath was found to be kinked during the procedure. The device was exchanged for another to complete the procedure. There were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman truseal access system (was) was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed that the sheath was kinked at approximately 5cm proximal from the distal tip. There was no other damage or defect found. Product analysis confirmed the reported event as the sheath was kinked.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. It was reported that the was sheath was found to be kinked during the procedure. The device was exchanged for another to complete the procedure. There were no patient complications or consequences that occurred as a result of this event.